Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument fractured during use. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported material fracture. The strike plate has been fractured away from the body of the instrument. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.